Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 42, 101 and 61mg/dl. Tests were done within 10 minutes. Patient ate food and drank a beverage following use of the meter. Patient did not experience any adverse events. No further information has been reported.